Event description:
It was reported that a spectrum pump powers on and off without user input. Any patient involvement is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.